Event description:
The customer reported the device has no display. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has no display. There was no report of patient involvement. The unit was evaluated at philips and the symptom was verified. The lcd display and keyscan pca were replaced to resolve the reported issue. We could not determine the cause of the malfunction because multiple parts were replaced.